Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required code was found in the ventilator's downloaded error log. Evidence of liquid ingress was observed within the device. The device's power management board was replaced to address the issue.